Event description:
International affiliate reports the screwdriver's distal tip broke off in the head of a screw during spinal surgery. The surgeon chose to not retrieve the broken tip portion of the instrument as it was lodged inside the head of the screw.

Manufacturer narrative:
No conclusion can be made at this time. Events of this nature can result from excessive force applied to the device. The instrument is made of stainless steel and although it is not implant grade, it is controlled in its manufacturing and specifications. In particular, it is resistant to corrosion in a variety of environments, including blood. Furthermore, the specification for the product requires passivation, which further increases the material's resistance to corrosion. At this time, complaint is considered to be closed.